Event description:
Info received indicates the right siderail will not stay up.

Manufacturer narrative:
The tech found the siderail end tube was broken at the base. He replaced the end tube and block to repair the stretcher.